Event description:
Revision surgery, reason unknown.

Manufacturer narrative:
Encore continues to request additional information on this complaint, which will be forwarded when available. This is the final report.